Event description:
Consumer opened a condom packet and found that the tip of the condom was "over the side of the ring" and there were 4 small "slices" (not holes) in it. She said the slices were "pretty symmetrically" located. The packet was completely intact when she opened it and there are not slices in it. She has no other unopened packet with the same lot number as the one in question. She said it looks like it might possibly be opened about 1/4" at the bottom but she cannot tell for sure. The box the condoms came in has been discarded. It was purchased approx 1 month ago. She lives alone. No one has had access to the product beside herself. Per phone call on 5/27/99 with MFR, no other complaints have been received.